Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during percutaneous transluminal angioplasty, the device would not cross the lesion. The target lesion was located in a shunt in the severely calcified unspecified artery. The 4.0 mm x 40 mm x 40 cm (4f) sterling balloon catheter was unable to cross the lesion. The procedure was completed with a 4.0-20/40 sterling balloon catheter. No patient complications were reported and the patient status is good. However, returned device analysis revealed a balloon longitudinal tear.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: returned product consisted of a sterling balloon catheter with the shelf box and carrier tube (hoop). The batch number on the returned device and packaging matched the reported batch number. There was contrast in the inflation lumen, guidewire lumen and balloon. Magnified inspection revealed a longitudinal tear in the balloon wall material from the proximal end of the balloon to the distal end of the balloon, which was 3mm in length. The shaft was kinked 8 and 15mm from the proximal edge of the distal markerband. Inspection of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damaged balloon and kinked shaft or the reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).